Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 116 mg/dl. Pump data review by tandem technical support showed the customer manually requested and delivered a bolus of 8 units prior to the event. Customer indicated bolus delivery was inadvertent. Bg was treated with intravenous saline. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.